Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eyk3. Hardware: sm-s918u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pink slide insert did not move forward when the pod was activated, indicating a needle mechanism failure. The pod was not worn. There was no impact to the patient¿s glucose level reported, and no details regarding treatment provided.

Manufacturer narrative:
The device was received for investigation with the pod fully deployed, delivering less than 200 pulsed before deactivation. No damages were observed that would contribute to the reported event. The cause of the reported needle mechanism complaint could not be determined.